Event description:
By far the worst and most annoying concept!!! I received a double package of honey pot herbal-infused pads. I had a pad on for two (2) minutes and my labia started burning! The burning lasted for about 20 minutes after removal!!! I have so many choice words for the so-called person in the picture on the main webpage and for this idea! I started to leave feedback on the website, but that lady looks like a witch. I received these pads for free and I want a refund for putting one on!!!!!! I have pictures of the product, but this website is too dang basic for me to use from my (super cheap) phone.